Event description:
Pt had drop in o2 saturation, tidal volume & expiratory volume. Pilot balloon separated from plastic ring anchoring trach tube. Unable to re-trach over catheter. Pt suffered cardiac arrest. Resusitation unsuccessful.